Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc sensor and customer was unable to obtain glucose readings. As a result, customer experienced dehydration and was given apple juice by third-party and seen at a hospital where she was diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.